Event description:
Surgeon was using electrode and stopped to examine subcromial space. It was noted that the tip of the ceramic had come off just above the return electrode. Tip was retrieved with grasping forceps.